Event description:
It was reported that in removal and replacement of an intraocular lens (iol), the incision was required to be enlarged and a vitrectomy was performed. There was no patient injury reported. Patient date of birth and gender have not been provided. No further information has been provided.

Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x magnification showed viscoelastic residue on the lens optic body. Also, loose particles were observed; both observations are compatible with a device that has been removed from the patent's eye and handled in a non-sterile environment. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. The unit was handled for surgical use. All pertinent information available to the manufacturer has been submitted. Placeholder.